Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID (B)(4), serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead, (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient programmer and recharger both displayed a pow ER-on-reset (por) message the night prior to the report. The patient was in pain and wasn¿t able to get stimulation to turn on. The patient however went to the healthcare provider¿s office and the por was cleared. Stimulation was subsequently ¿active¿ and the pain was gone. Follow-up with the patient's healthcare provider indicated that no hospitalization was required as a result of the event. Patient outcome was no injury.